Manufacturer narrative:
Concomitant products: 1882tc lead (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) was explanted. The right ventricular (rv) lead was inactivated. No further patient complications have been reported as a result of this event.